Event description:
The customer's parent reported via phone call that the buttons got stuck and the insulin pump alarmed with a button error. Customer's blood glucose was 41 mg/dl. It was stated the customer's blood glucose low because too much insulin was given while she was trying to fix the insulin pump. Customer was treated with juice. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis. At end of the call, customer's blood glucose was 80 mg/dl.

Manufacturer narrative:
The insulin pump passed functional testing and all buttons were functioning properly. However, moisture damage was found on the keypad traces. No button error alarm was during testing. The device was received with a broken reservoir tube lip, minor scratches on the display window, cracked battery tube threads and shifted end cap sticker.